Event description:
It was reported that a patient underwent a gynecological procedure to treat urinary incontinence, rectocele, cystocele, and vaginal vault prolapse on (B)(6) 2006 and mesh was implanted. The patient experienced erosion of the mesh material, bleeding, dyspareunia, infection, bleeding, and pain. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-00370. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that following insertion, patient experienced recurrence. It was reported that patient underwent vaginal mesh excision on (B)(6) 2012 by dr. (B)(6) at (B)(6) hospital.